Event description:
Boston scientific received information that the day after implant the thresholds of the right ventricular (rv) lead had risen substantially. As a result, the physician decided to reposition the lead from the rv septum to the rv apex where it was observed to have high out of range pacing impedances, pacing thresholds were 0.5v and the amplitude was undetermined due to pacing dependency. The lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.